Manufacturer narrative:
Correction was made from adverse event to product problem.

Event description:
The health care provider reported patient had lead revision on the day of the call. The nurse didn't know reason for revision. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim. Product was returned to medtronic

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v056305, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported patient had lead revision on the day of the call. The nurse didn't know reason for revision. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
Device code (B)(4) was added. Previous device code (B)(4) is no more applicable. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Product was returned to medtronic

Manufacturer narrative:
Device evaluation of lead (#v056305) provided no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned to medtronic and evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.